Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low elecsys hcg + beta test system results for one patient sample. The initial result was 0.460 miu/ml and was reported outside of the laboratory. The repeat result on (B)(6) 2017 was 1.91 miu/ml with a data flag. On (B)(6) 2017, the sample was repeated and the result was >10000 miu/ml with a data flag and with a 1:10 dilution the result was 50710 miu/ml with a data flag. There was no allegation of an adverse event. The reagent lot number was 240444. The expiration date was requested but was not provided. A specific root cause could not be identified. The field service representative noticed that lab staff was collecting blood in a syringe then pushing it into the vacutainer. The investigation determined this could cause foam on the sample surface and lead to sampling issues or could lead to hemolysis of the sample. Based on the provided calibration and qc data, a general reagent issue was not evident. The customer was not using the recommended sample tube rack adapters. It was found the sample probe alignment was inclined towards the tube wall and was corrected. This was the most likely root cause of the event.